Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the final capture reduction results showed implants around 7 centimeters off. Mss stated that the reduction results were very inaccurate. The outcome of the case was successful.

Manufacturer narrative:
Reported event: an event regarding a reported surgical results discrepancy involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 395 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding reduction result discrepancy. There were only 4 other reported events for the listed catalog number (B)(4). Conclusion: device inspection could not be performed, no session data was provided. Several communication attempts were made, but the files received were not applicable to the specific reported event. Session data was not provided.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio) . During the final capture reduction results showed implants around 7 centimeters off. Mss stated that the reduction results were very inaccurate. The outcome of the case was successful.